Event description:
In 2005 during cardiac catheterization cypher stent came off balloon in guide catheter. Guide catheter removed and stent retrieved. Second cypher stent came off delivery balloon in right coronary artery, stent expanded in rca. No adverse outcome.